Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic 40 cm introducer was inserted but failed to cross the common iliac artery. A different non-medtronic 14 french sheath was inserted and successfully crossed the lesion. After that, a larger (18 french) non-medtronic sheath was inserted and crossed successfully. The delivery catheter system (dcs) was advanced over the 18 french sheath with a non-medtronic extra small guidewire but resistance was noted with insertion. Following valve implant, after removing the 18 french non-medtronic sheath, prior to closing the incision, digital subtraction angiography (dsa) was performed and a dissection was found on the left common iliac artery. Subsequently, a non-medtronic endoprosthesis was successfully implanted. The physician stated that the common iliac artery damage could have been caused by the sheath insertion. No further adverse patient effects were reported.

Manufacturer narrative:
A supplemental report will be issued.

Manufacturer narrative:
Additional information was received that after crossing the valve annulus, prior to deployment, decreased blood pressure was observed with st elevation on an electrocardiogram. The device was pulled out of the annulus and an attempt was made to increase the blood pressure but the pressure did not rise. It was suspected that an occlusion occurred due to thrombus or debris entering the distal right coronary artery. A myocardial infarction occurred following the occlusion. Aspiration was performed using an aspiration catheter. The blood pressure rose slightly and the st decreased. The physician stated that the occlusion in the right coronary artery could have been caused by thrombus or debris in the blood vessel that attached on the nose cone while advancing the delivery catheter system (dcs) to the annulus and then was delivered to the vicinity of the coronary ostium resulting in occlusion. The valve was successfully implanted but there was no further increase in the blood pressure. With almost no heart activity, the patient left the operating room under percutaneous cardiopulmonary support (pcps) and with an intra-aortic balloon pump (iabp). Following the procedure, the patient expired after developing cardiac arrest with no improvement. The physician attributed the death to acute myocardial infarction due to embolism affecting the left main trunk (lmt). No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty advancing the delivery catheter system (dcs) through patient anatomy can be related to patient factors (tortuous anatomy, calcification, vessel size, etc.) And/or procedural effects (sheath used, user technique, etc.); in this case, difficulty advancing several non-medtronic sheaths was reported, which may indicate a patient/procedural related cause. Hypotension and myocardial infarctions and are typically related to patient and procedural factors; in this case, it was learned that a coronary occlusion led to the hypotension and myocardial infarction. The coronary occlusion was suspected to be caused by thrombus or debris during advancement of the dcs, but without review of procedural imaging, the reported occlusion could not be further assessed, and an assignable root cause cannot be determined. Dissections are typically related to patient and/or procedural factors. In this case, it was learned that the multiple sheath insertions may have caused this event, but an assignable root cause cannot be determined with the information provided. Hypotension, myocardial infarctions, coronary occlusion and dissections are listed in the device instructions for use (IFU) as potential adverse effects. The physician attributed the death to acute myocardial infarction due to embolism affecting the left main trunk (lmt), with no allegation of any device quality deficiency or malfunction that may have caused or contributed to the death. There was no information to suggest any device quality deficiency related to the reported events. If information is provided in the future, a supplemental report will be issued.